Event description:
It was reported that a stent damage occurred. The target lesion was located in the diagonal branch and the left anterior descending (lad) artery. A 2.50x24mm promus premier drug eluting stent was implanted to the lesion. After 15-20 minutes post implantation, the physician advanced an unspecified balloon catheter into the diagonal branch and shortly after dilatation, the physician noticed that the stent was pushed forward, was "minimized and shrunk in the vessel". The proximal 4-5mm of the stent struts was longitudinally compressed  down to the bifurcation of the diagonal and lad. After this was discovered, the physician advanced two 1.50 x 20mm emerge balloon catheters into the ostiums of the diagonal branch and lad and kissing balloon technique was performed. Then, another 2.5 x 12mm non bsc catheter balloon was advanced to further crush the stent against the wall and a 2.5mm x 12mm non bsc stent was implanted across the bifurcation into the ostium of the diagonal branch extending back across the lad and into the mid lad. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the diagonal branch and the left anterior descending (lad) artery. A 2.50x24mm promus premier drug eluting stent was implanted to the lesion. After 15-20 minutes post implantation, the physician advanced an unspecified balloon catheter into the diagonal branch and shortly after dilatation, the physician noticed that the stent was pushed forward, was "minimized and shrunk in the vessel". The proximal 4-5mm of the stent struts was longitudinally compressed down to the bifurcation of the diagonal and lad. After this was discovered, the physician advanced two 1.50 x 20mm emerge balloon catheters into the ostiums of the diagonal branch and lad and kissing balloon technique was performed. Then, another 2.5 x 12mm non bsc catheter balloon was advanced to further crush the stent against the wall and a 2.5mm x 12mm non bsc stent was implanted across the bifurcation into the ostium of the diagonal branch extending back across the lad and into the mid lad. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).